Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Pt fell over and tore subscapularis. Surgeon wasn¿t sure if he needed to replace the head.

Manufacturer narrative:
Device code updated. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. In the indications for use, in anatomic configuration, the IFU mentioned ,the tornier flex shoulder system is to be used only in patients with an intact or reconstructable rotator cuff. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause of the rotator cuff tear that caused the revision is due the patient¿s fall, and therefore is patient related. As for the re-use of the same brand of device after the rotator cuff tear was reported, the root cause is due to an off label use of the surgeon. Indeed, the IFU mentions that the tornier flex shoulder system can only be used in patients with a reconstructable rotator cuff. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that, the pt fell over and tore subscapularis. Surgeon wasn¿t sure if he needed to replace the head. No further information was provided.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. In the indications for use, in anatomic configuration, the IFU mentioned, the tornier flex shoulder system is to be used only in patients with an intact or reconstructable rotator cuff. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The event was caused by an explantation of the humeral head whereas the IFU mention that the tornier flex shoulder system can be used in patients with a reconstructable rotator cuff. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that, the pt fell over and tore subscapularis. Surgeon wasn't sure if he needed to replace the head. No further information was provided.